Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a repair of a recurrent incisional hernia on (B)(6) 2015 and two pieces of the mesh were excised. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 5/19/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.